Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and knee operation. Concurrent conditions included dysmenorrhoea, follicular cyst of ovary and pelvic adhesions. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), infection ("infection"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (coils remove). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, infection, anxiety, depression, abdominal pain, menorrhagia and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, anxiety, depression, headache, infection, menorrhagia, pelvic adhesions and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion.. Most recent follow-up information incorporated above includes: on 22-nov-2019: reporter and laboratory data were added. On (B)(6) 2011, she implanted essure (previously reported as (B)(6) 2013). On (B)(6) 2017, she explanted essure. (Previously reported as (B)(6) 2017). Added event abdominal pain, menorrhagia (heavy menstrual bleeding), pelvic adhesions. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. 822363) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and knee operation. Concurrent conditions included dysmenorrhoea, follicular cyst of ovary and pelvic adhesions. Concomitant products included butalbital, ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal distension ("bloating "). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash") and migraine ("migraines / headaches"). On (B)(6) 2017, the patient experienced pelvic adhesions ("pelvic adhesions"), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), infection ("infection"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (coils remove). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, infection, anxiety, depression, abdominal pain, menorrhagia, pelvic adhesions, vaginal haemorrhage, rash, migraine, dysmenorrhoea and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, headache, infection, menorrhagia, migraine, pelvic adhesions, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. 822363) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and knee operation. Concurrent conditions included dysmenorrhoea, follicular cyst of ovary and pelvic adhesions. Concomitant products included butalbital, ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In march 2012, the patient experienced abdominal distension ("bloating "). In june 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash") and migraine ("migraines / headaches"). On (B)(6) 2017, the patient experienced pelvic adhesions ("pelvic adhesions"), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), infection ("infection"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (coils remove). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, infection, anxiety, depression, abdominal pain, menorrhagia, pelvic adhesions, vaginal haemorrhage, rash, migraine, dysmenorrhoea and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, headache, infection, menorrhagia, migraine, pelvic adhesions, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2011: result: total bilateral occlusion.. Imaging procedure - on (B)(6) 2013: bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: lot number was added. New events- bloating, abnormal bleeding (vaginal), rash, migraines / headaches, dysmenorrhea were added. Lab test was added. Event onset date, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), infection ("infection"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, infection, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, headache, infection and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.